Event description:
Procedure: nephrectomy. According to the reporter: the stapler was fired and would not release from the vessel, causing excessive bleeding. The procedure was converted to open. A clamp was used as a precautionary measure, then the stapler was removed from the vessel but it was observed that the stapler fired, but did not cut. The vessel was manually resected by cutting. The pt lost 1300cc of blood. No transfusion was administered. Procedure was delayed 1 1/2 hours.

Manufacturer narrative:
Initial report sent to FDA on 09/11/2009.